Event description:
Caller reported a discrepant high troponin (tni) result on the triage cardiac panel compared to another system. The same plasma edta non-refrigerated sample was tested 3 times. Results as follows: result 1 on triage meter = 0.18. Result 2 on triage meter, with another device = < 0.05. Result 3 on another system = negative. Triage tni cut-off: not provided. In the past, the customer performed control levels 1 and 2 and the results were 1 standard deviation. No patient information provided.

Manufacturer narrative:
Investigation pending.